Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed during the same procedure. If explanted; give date: n/a as the lens was inserted and removed during the same procedure. Additional concomitant product: platinum injector lot# 020. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was inserted into the right eye of a male patient. After insertion it was observed that the trailing haptic was torn. The lens was cut out of the eye and replaced with another implant. There was no incision enlargement. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the lens was returned in three pieces (including a detached haptic). This could be related to the removal process mentioned in the initial report. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted. Note: additional information has been received that clearly indicates there was no incision enlargement and that there was haptic damage (bent/broken). With this information, the file no longer meets reportability criteria.